Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose and rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.

Manufacturer narrative:
Omit: f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, other relevant history, device available for eval?, returned to manufacturer on, imdrf annex f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-47357 is a concomitant. Please refer to manufacturer report number2016493-2024-47358 and 2016493-2024-47359 which captured the correct suspect device per investigation report.

Event description:
It was reported that the floor nurse programmed to infuse with the incorrect dose & rate. It was later added per incident report: ¿patient's magnesium sulfate fluid bag was found to be empty after less than 2 hours of a new bag hung. Pump said only 97 ml infused, but almost the entire bag infused in less than 2 hours¿. It was later added that the patient received additional stat labs, stat EKG, calcium gluconate was administered, and the patient was transferred to l&d on "tele." It was also noted that the patient stabilized and was discharged home. The magnesium sulfate was ordered for 50ml/hr with a volume to be infused of 1200ml and a concentration of 40mg/ml.